Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she needed assistance with uploading to carelink. Customer's blood glucose was as low as 38 mg/d. Customer stated that her blood glucose runs low at night. Customer declined troubleshooting. Customer's blood glucose is now 56 mg/dl. Customer was assisted with correcting the time and date. It was explained that the effect of incorrect time on basal causes low blood glucose. Customer stated that he treated with 2/3 of a (B)(6) overnight.